Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problems. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message and would not boot up. No patient injury was reported.